Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed no sensor inserted during a sensor session. The wearable was inserted into the abdomen on (B)(6) 2023. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.